Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and resulted in loss of capture. The rv lead was explanted and replaced. The patient remained in stable condition.